Event description:
Female patient admitted to hospital for suspected allergic drug reaction. Blistering of skin and skin sloughing (on multiple areas of the body) were present upon admission. Patient was intubated for respiratory distress. Hollister anchor fast oral endotracheal tube fastener was used to secure the endotracheal tube. Patient was extubated approximately 3 weeks later. There was skin breakdown to her upper lip. Skin breakdown was near the area of where the foam padding of the fastener has contact with the skin. Manufacturer response (as per reporter) for oral endotracheal tube holder, anchor fastvendor rep is aware of the event.